Manufacturer narrative:
Method: evaluation not performed. This monitor model is no longer supported by factory service. We cannot confirm whether the failure actually occurred.

Event description:
The customer reported that the monitor shut down by itself more than once. They reported that it would stay on less than a minute before shutting off. They did not know if any messages appeared on the screen prior to shut off. After several shut off events in a short period, the customer took the monitor out of service and used the back up monitor. The customer would not divulge patient identifier.